Manufacturer narrative:
Additional/changed and/or corrected data :b.5., d.6b., d.9., h.3., h.6. Device evaluation: analysis of the returned device identified a crease flat and an opening on the valve. A leak test and microscopic analysis was performed which identified a crack opening on the valve and a delamination (<75% partial separation). Based on the device analysis the final assessment is: a delamination partial of the valve (adhesive failure) a cracked valve seat diaphragm valve.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "deflation".

Event description:
Patient reported right side deflation. Device remains implanted.